Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address- full establishment name of the facility is (B)(6) medical center. The subject device was received and evaluated. Device evaluation found clogged nozzle, foreign objects inside nozzle was observed (handling problems, insufficient cleaning were noted ). Service repair noted, due to clogging, water removal ability does not meet the standard value. The reported issue of " poor water supply" could be confirmed. Furthermore, the following defects/findings were identified during device inspection: angle wire found stretched. Due to wear of the angle wire, the play of the up/down (u/d) knob found out of specification. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber has a chip. Adhesive on a-rubber has a crack (insertion section). Adhesive on a-rubber has white-clouded area. Objective lens has a scratch. Adhesives around objective lens has white-clouded area. Adhesives around light guide (lg) lens has white-clouded area. Connecting tube has a scratch. The facility's cds and reprocessing information provided the following information including "survey results regarding foreign matter": facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Staff cannot tell when the foreign matter adhere on the device. No photo, not aware of the foreign objects inside. No time lag between the end of clinical use and the start of pre-washing. Supply water and air to the air/water nozzle is unknown. No problems with the accessories used for reprocessing, stated "normal". Submerging the endoscope in cleaning solution done properly- no, unknown.. Device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle- unknown concerns about reprocessing- it was noted ¿I don't have anything in particular, but I don't understand the meaning of your question. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A repair request was sent reported with an issue of "poor water supply" found during an unknown event. No harm was reported. No patient harm, no user injury reported due to the event. Device evaluation found the device nozzle was clogged with foreign material inside. This report is being submitted for clogged nozzle, foreign material inside nozzle was observed (insufficient cleaning , handling problems).